Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device gets occlusion errors frequently. Occluding during priming¿ was not confirmed/replicated. An attempt was made to replicate the occlusion error, but it was not possible. The device upstream and downstream occlusion sensors were occluding and functioning properly. Delivery test was performed multiple times with fully primed cassettes and were concluded correctly. The probable cause was unknown. The device was found in good condition. No defective components were found. All tests were performed successfully. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device got occlusion errors frequently. Occluded during priming. There was no patient involvement, and no patient harm/adverse event reported.